Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And a fold in the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, wear abrasion, voids in the gel, deformation and crease fold. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. Wrinkles (creases) are observed, but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Postal code: (B)(6). The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and crease/folding of implant.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and a fold in the device. The device has been explanted.